Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor contacted the initial reporter to obtain the additional information via email and phone, however, there's no additional information provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on (B)(6) 2022. Report number: mw5108108. The event description was: "patient is using hubble contact lenses since 2018 with no updated prescription. Patient now has damage to the cornea of both eyes. Hubble has been violating online sales of contact lenses in a variety of ways. Bilateral corneal neovascularization. FDA safety report ID # (B)(4).".